Manufacturer narrative:
2200=propylactic replacement

Event description:
This event was reported as prophylatic replacement due to mitral valve implant. Please remove this report from your files. No further information provided.